Manufacturer narrative:
The manufacturer did receive x-rays which will be reviewed as part of the ongoing investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It is reported that a patient was implanted with a ms-30 distal centralizer, cemented, 8/10 on the right hip side on (B)(6) 2016. Patient underwent revision surgery on (B)(6) 2017 due to infection. The centralizer was not removed from the patient. This is a split case with zimmer, inc, (B)(4), reference number: (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient was implanted with a biolox delta ceramic head, a ms-30 lateral stem and distal centralizer and a warsaw liner on right hip side on (B)(6) 2016. Later on the patient presented with cellulitis. Synovasure had a positive result. Patient underwent a revision surgery on (B)(6) 2017 due to infection. The head and the liner were revised. Washout performed. Review of received data two undated x-rays (1 ap, 1 lat view) were received for the investigation. Patient is observed to have bilateral tha. The right tha shows good positioning of the femoral stem and it looks fixed. No abnormalities visible regarding the head and the stem. Photos of the explanted ceramic head and pe liner were received. Head is covered with blood and seems to have some metal transfer on the articulating surface. However, it can not be confirmed. Metal transfer lines due to the connection at the stem-head taper interface is also visible. Liner is seen to have 1 screw at the rim and damaged around this screw. Undated operation notes belonging to the primary implantation surgery received. No abnormal information noticed. Undated ultrasound report: thr two months back. Large collection of fluid with internal debris involving the lateral and posterolateral aspect of the hip. And overlying greater trochanter. This could be due to infection or represent a liquefying haematoma. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate sap doc no g16.08148 (biolox head), g16.07404 (ms-30 stem) and g16.07017 (ms-30 distal centralizer) were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Conclusion summary: according to the reported event head and liner of the tha were revised due to the infection after 3 months in-vivo time. No medical documents were received confirming the infection. The received ultrasound report states that an infection or a haematoma might be existent. It is also reported that the synovasure test was positive, but no proof of that is received for investigation. No evidence of infection is present as of documents. However, possible causes of infection include wrong handling of device due to wrong information, packaging failure and reuse of the device which is only intended for single use. Sterilization specification of the devices certify the suitability of sterilization. Sterilization certificates are reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).